Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported no disposable pump wont run, unresolved with troubleshooting, rate 1.5, reservoir volume 9.2, given 60.8, with green flow stop. Air was noted in the line. The pump was alarming no disposable pump wont run for a second time. Silenced the alarm, reviewed pump settings, and verified medication. The pump was powered off, tubing clamped, and cassette removed. Green flow stop noted. There were air bubbles present in tubing of cassette. The tubing was massaged, the cassette was gently tapped on a hard surface. Reattached cassette, unclamped tubing, powered on pump, and attempted restart, but alarm returns. The pump was powered off and tubing clamped closest to port. The patient was not affected.